Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported "the connector fell apart and disconnected at the white hub, for a double lumen central line PICC. The doctor advised the patient to reconnect it." No other information provided.